Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump was malfunctioning. It was reported that the pump is not recognizing that the cassette is attached. A dose was not missed because pump would usually work if the patient manipulates it. It was also reported that infusion was life sustaining. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no damage found on the pump. Event log history was performed and showed that 17 no disposable alarms were recorded in history. During analysis, the customer's problem of "pump not recognizing cassette" and a-code of incorrect/no cass/disposable detected was unable to be duplicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specification. No problems were found with the function or accuracy of the pump. The downstream occlusion (dso) sensor was tested and measured within manufacturing specification. The most likely cause of the alarm might be attributed to fluid not flowing from the fluid container. As per legacy operators manual: warning: ensure that the ± 6% system delivery accuracy specification is taken into account when programming the pump and/or filling the cadd medication cassette reservoir. Failure to do so may result in medication in the reservoir becoming depleted sooner than expected. When the medication becomes depleted the pump will alarm. Alarm is normal for patient safety. The upstream occlusion sensor has two functions. The same sensor is used to detect 'cassette detachment' and therefore when the cassette runs dry, the pump may display a screen message "no disposable, clamp tubing" and provide an alarm. Visual inspection found the cassette detection nub worn on the pump possibly related to the no disposable alarm. The dso will be replaced as a preventive maintenance and to address the issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.